Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for a pseudoaneurysm at the bifurcation with the afx2 and ovation ix abdominal aortic aneurysm stent (off-label case due to afx-ovation use). Approximately one (1) month post initial procedure, a possible type iii (a or b) endoleak was detected at 30-day CT (computed topography). The patient is reportedly doing well and will continue to be monitored. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The type iii (a or b) endoleak complaint is refuted, rather there is evidenced of type 1b endoleak from the left common iliac artery. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms identified were type ii endoleak from lumbar arteries. The final patient status was reported being monitored. The contributing factors for the distal loss of seal could not be identified due the lack of the comparative images. There is off label - concomitant use with products outside the IFU, however it is not the contributing factor for the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.